Event description:
It was reported that during a routine visit at the clinic, testing was performed and it showed that 7 electrode channels had high impedance and only 5 electrode channels were ok. The mother of the pt reported that the child has refused to wear his speech processor since the beginning.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.